Manufacturer narrative:
This part is not approved for use in the united states; however, a like device with catalog # 1474000500, 510k # k091974, UDI# (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from health care provider via a manufacturing representative regarding a patient for scoliosis (symptom atic scoliosis, nf1) at t2-l3 and growing rod insertion for spinal therapy. It was reported that on 2020.june.24: growing rod was placed for symptomatic scoliosis. Ps was placed at t2 / 3-l2 / 3. Each was con nected with f4.75mm titanium alloy rod. On 2021.feb.9: extension surgery (initial time) was performed. On (B)(6) 2021: at the outpatient department, it was confirmed that the rod on the right caudal side was broken. On 2021.sep.14: the broken rod was replaced with a new one, and the second extension surgery was performed. There was no further information reported.